Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit was destroyed by the distributor and will not be returned to fisher & paykel healthcare for investigation. We have sent questions to the distributor in an attempt to obtain additional information to support our investigation with regards to the reported leak, however we are still awaiting a response. We will submit a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare representative that the inspiratory limb of the rt265 infant dual-heated evaqua2 breathing circuit was leaking after 4 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was destroyed by the distributor and will not be returned to fisher & paykel healthcare for investigation. We have sent questions to the distributor in an attempt to obtain additional information. Photographs of the complaint device were also provided by the hospital. Our investigation is thus based on the information provided by the hospital, our knowledge of the product and previous investigations of similar complaints. Results: visual inspection of the photographs provided could not identify any damage to the inspiratory limb of the complaint breathing circuit, however the dryline appeared to be stretched near the chamber connector. Conclusion: without the complaint device we are unable to determine the cause of the leak. However the complaint circuit passed the initial leak test and was used for four days, indicating that the fault occurred during use at the customers facility. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.

Event description:
A distributor in taiwan reported via a fisher & paykel healthcare representative that the inspiratory limb of the rt265 infant dual-heated evaqua2 breathing circuit was leaking after 4 days of use. No patient consequence was reported.